Event description:
It was reported that the ventilator had an inop (ln vent1) alarm. It is unknown if the ventilator was connected to a patient when the reported problem occurred.

Manufacturer narrative:
Na